Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event.

Event description:
The complaint involved a patient who underwent a knee revision surgery on (B)(6) 2018. The original surgery is dated (B)(6) 2015. The revision surgery occurred because of reported aseptic loosening. During the revision, the original omni size 3 tibial baseplate, size 3 x 11mm ultra insert, and tibial baseplate retaining bolt were removed and replaced with a size 3 revision tibial baseplate, 12mm x 100mm revision fluted stem, size 3 x 20 ultra insert, another tibial baseplate retaining bolt, a size 3 and size 2 modular tibia augment, a size 1 x 4mm revision tibia augment, and a 12mm augment bolt.